Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for low flows / no flow reading. The patient had a known short to shield with a splice that was unsuccessful and was on underground cable. Flows had been lower at baseline since admission prior to the rapid event. The log file captured intermittent low flow alarms starting on (B)(6) 2026. The patient had 201 low flow alarms. The flow section displayed dashed lines, the patient was asymptomatic, alert, and conscious with heart rate at 140bpm and mean arterial pressure of 78. However. On the next day the patient reported some dizziness. Multiple low flows were seen in the history, but the patient reported not to hear them. External outflow graft obstruction (eogo) was suspected. It was recommended to rule out compression of the outflow graft through imaging. Bedside echocardiogram dome by the physician showed that the patient had some flow through the device which appeared to be at least 2.5l of flow. The system controller was exchanged and the flow reading intermittently showed 2.7-3.1. The healthcare team was working to control the heart rate, and the patient was received some IV fluids. The patient was reported to be out of the ventricular tachycardia and flows were at mid to high 3s. The log file captured numerous low flow events between 10mar2026 and 17mar2026. The log file also noted a few low-speed events between 0207 and 0219 on 17mar2026 that appeared to be the result of the pump speed being briefly set below the low speed limit of 8000rpm. The driveline was disconnected at o243. There were no other unusual events recorded in the log file event history.